Manufacturer narrative:
The company rep examined the system and the customer's handpiece and was unable to duplicate the customer reported event. Preventive maintenance was performed. The system was then tested and met product specs. No sample was returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate the reported event. The root cause is unk at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(6), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).

Event description:
A nurse reported during a cataract extraction procedure, the irrigation was not working when the foot pedal was depressed and the pt experienced a corneal burn. No further details or current pt's status are known at this time. Add'l info has been requested.